Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study was conducted and reported by a physician that patients experienced haze following hyperopic correction in the unknown eye, which was performed in conjunction with corneal reconstruction and treatment with steroids. It was noted that the mitomycin c sponge would often sit elevated on the central prolate ablation area, increasing the probability of peripheral circular haze post-operatively. The occurrence of postoperative haze was decreased by simply moving the mitomycin c (an anti-scarring/anti-proliferative agent used in eye surgery) soaked sponge with forceps in a circular manner across the hyperopic laser treatment area of nine micrometers.